Event description:
It was reported that 3 months ago, the father was told by his son that he can not hear anything. The speech processor was checked by med-el and found to have failed. The pt was given a loaner speech processor, while his speech processor was sent to service. However, the father reported that his son can not hear with the loaner. Testing showed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.